Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The investigation of the received implant showed, that is is not fractured. Changed to implant loss. This report includes updated coding. Please remove medical device problem code 1260 as it does not apply.